Event description:
It was reported that during the case, the 8 clips used would not close, resulting in leakage. The doctor in the case stated that, the clips were criss-crossing. The case was completed with same device. There was no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.